Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were pre-existing adhesion noted during the procedure? No further information is available. How were post-procedural adhesions confirmed? Location and severity? During a reoperation, it was observed that adhesion had occurred at the area where the interceed had been applied. (Just under the abdominal wall.) How were adhesions treated? No further information is available. What was a reason for reoperation on (B)(6) 2019? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that there is no particular difference from the general case. The only difference is that reoperation was performed in a short period of 2 weeks. The patient is slender figure. Celecox (cough medicine) was used postoperatively. What is the patient's current status? The patient has been discharged from the hospital. Product lot number? The lot number is unknown. We will update the note, if we get the additional information.

Event description:
It was reported that the patient underwent an open rectal cancer surgery and peritoneal dissemination surgery on (B)(6) 2019 and the absorbable adhesive barrier was applied under the abdominal wall. On (B)(6) 2019, during a reoperation, it was observed that adhesion had occurred at the area where the absorbable adhesive barrier had been applied. The condition of the adhesion was sticky and hard. The surgeon opined that there is no particular difference from the general case. The only difference is that reoperation was performed in a short period of 2 weeks. The patient is slender figure and celecox/cough medicine was used postoperatively. The patient has been discharged from the hospital.